Event description:
It was reported, the telescope eye piece side notch was broken. The issue occurred during bipolar transurethral enucleation of prostate procedure. The procedure was completed using a similar non-olympus device without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the locking pin was broken due to the effect of an excessive force. Olympus will continue to monitor field performance for this device.